Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 570 mg/dl. She delivered a bolus and about an hour later her blood glucose level was 566 mg/dl. The customer believed she was not receiving any insulin. Her mouth was dry. The infusion set was bent. The device was not returned.